Event description:
In 2005, a gore excluder aaa endoprosthesis was implanted. It was reported that the pt's left common iliac artery had enlarged. In 2007, two gore excluder aaa endoprosthesis aortic extender components were implanted. Further investigation is underway.